Event description:
A tandem mobi cartridge alarm was reported, and it was confirmed that the issue occurred during the load process. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to remove the cartridge from the pump and deliver a 9-unit bolus, which completed successfully. The customer was then able to reload the original cartridge and resume insulin therapy, resolving the issue.